Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump had been rebooting and that there was a crack in the battery compartment; no damage to the battery cap reported. The reporter denied any trauma or moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014, device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: the black box recorded unexplained power reset events. The battery compartment was cracked from the threads to the case seal and the battery cap threads were stripped. Product analysis was unable to use the returned battery cap. A test cap was used to complete the investigation. The pump was opened and removed from the case and there were no further defects found and no moisture observed in the pump. Unrelated to the initial complaint, the display was faded and pink. All of the buttons responded intermittently to testing. There was no damage to the keypad. The keypad was removed and contamination under the button contacts was observed.